Manufacturer narrative:
Trackwise ID (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500, too much metal was exposed on the end. This was discovered during the procedure but before use on the patient. The procedure was completed with a new device. No harm to the patient.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 11/03/2022. An investigation was conducted on 11/15/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the harvesting device handle and jaws. The c-ring was observed to be intact with no visual defects. The gray silicone insulation of the jaws was observed to be intact with no visual defects. The heater wire was observed to be intact with no visual defects observed. Based on the returned condition of the device and investigation results, the reported failure "material twisted/bent" was not confirmed. The lot # 25163177 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.